Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate leaked while being used to mix 1 g of meropenem into 100 ml of 0.9% sodium chloride. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing and pressure testing were performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.